Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Review of primary operative notes confirms patient underwent a left total knee arthroplasty due to osteoarthritis. Trial components were impacted into place. The patellar component was cemented and after hardening, the knee was taken through a full range of motion. Good flexion and extension were observed w/good patello femoral stability. Components appear to be implanted at the correct orientation & fit as per the surgical technique & do not indicate root cause. Device hist records was not possible as the prod. And/or lot numbers required for a product history search revealed no add'l complaints against the related part and lot combinations. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that the patient received is experiencing pain, and tightness of the knee.